Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and high capture threshold on the atrial lead. The physician elected to explant and replace the atrial lead. There were no patient consequences.